Event description:
It was reported that after the power was turned on, three short beeps occurred repeatedly, and the programmer would not start up. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the initial report, no anomalies were found.